Event description:
In reporting a stage 1 revision of the patient's right knee on (B)(6) 2022 due to infection, rep provided a usage sheet for a poly exchange performed on (B)(6) 2022 due to infection. This report is for the (B)(6) 2022 revision.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-602; lot# hdy7ya; tri ts baseplate size 5; cat# 5521-b-500 ; lot# hel4ba; triathlon asym patella a35x10; cat# 5551l350 ; lot#; llb053; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1109657h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.